Event description:
An abstract review indicated that in 2007, a high speed mva patient sustained multiple injuries including a tear and a pseudoaneurysm along the common carotid -innominate (cci). A viabahn endoprosthesis was placed; however, it migrated to the level of the sma/renal artery and was free floating. A catheter was used to move the endoprosthesis to the left common iliac proximal to the internal iliac artery without consequence. A second viabahn device was deployed across the cci pseudoaneurysm. Again, the device migrated to the same location and was moved via catheter distally to the right common iliac artery. The case was terminated and a reintervention was performed two days later with placement of an atrium covered stent, which excluded the cci pseudoaneurysm. The patient tolerated the procedure. Further investigation is pending. "Stent migration during endovascular repair of a traumatic pseudoaneurysm of the innominate-carotid artery bifurcation," burkett ab, kochopura p, wellons ed, rosenthal d). 32nd annual meeting of the southern association for vascular surgery (savs).

Manufacturer narrative:
The investigation is currently in process.